Event description:
It was reported that the cassette was alarming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device received. A visual inspection found no physical damage. During the functional testing, the customer's reported problem could not be repeated or duplicated but problem was verified to have happened multiple times in the device event history log. The dso was replaced to correct the reported issue. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.